Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms. Sister is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy, frequent urination and chills. Medical attention is reported as a result of previous blood glucose results and reported symptoms. The product is stored according to specification in the dining room. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of hi and 541mg/dl using true track meter. The test strip lot manufacturer's expiration date is 4/16/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history. Result 1:hi date: (B)(6) 2018 time:2:05am fasting; result 2:hi date: (B)(6) 2018 time:3:06am fasting; result 3:hi date: (B)(6) 2018 time:3:05am fasting; result 4:502mg/dl date: (B)(6) 2018 time:10:03am fasting; result 5:377mg/dl date: (B)(6) 2018 time:2:53am fasting. Customer is concerned with the hi results that he is getting from his meter. Customers sister stated that brother went to doctor on (B)(6) 2018 for routine checkup and was sent to the hospital by his doctor because he was feeling dizzy. Customer went to the hospital and per sister, the blood glucose result at the hospital was 800 mg/dl. Customer was admitted on (B)(6) 2018 and was discharged on (B)(6) 2018. Customers sister did not disclose if the 800 mg/dl result from the hospital was fasting or non-fasting.